Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported shuttling during a permanent pace-maker implantation (ppi) case. The angio-seal device was attempted for hemostasis of the common femoral artery (cfa), but shuttling occurred; the anchor was not positioned correctly and came back into the sheath. The device was not used, and another angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved with the second device. Blood loss was less than 250cc. A pre-deployment angiogram was performed, and the sheath size used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 5.0 mm. The event occurred intra-operatively. The incident did not result in patient injury or necessitate medical or surgical intervention. No concomitant medical products were used with the involved device.